Event description:
It was reported that high threshold was observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 26.5-26.8cm and 38.0-39.9cm from the end of the connector pin. Internal insulation abrasion was found at 51.4-52.4cm from the end of the connector pin. The etfe coating was intact at these locations. A fracture of the outer coil was found at the connector portion of the lead consistent with fatigue. This fracture is consistent with the observation from the field of threshold.